Event description:
A surgical technician reported the vacuum level was different with this system than their other system. This was noticed during a procedure. There was no impact to the patient. Additional info has been requested.

Manufacturer narrative:
The customer declined servicing and determined that the system functioned as intended. A review of the customer's complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 23, 2006. Based on a qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).